Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected alarm error test and displacement test. Pump passed the dat test at 0.08760 inches. No excessive no delivery alarms noted. Unit received with intermittent down arrow button due to flattened dome switches (no crease). No unlocked j2/lcd keypad connector. Unit received with cracked case at display window corners, display window and battery tube threads. Unit received with minor scratched display window and case. Unit received with stained end cap sticker and back address serial number label.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose with blood glucose level of 200 mg/dl. The customer¿s blood glucose was 240 mg/dl at the time of the incident. The customer¿s current blood glucose was 365 mg/dl. The customer treated with syringes. Customer was wearing the insulin pump at time of hospitalization. The customer also reported button error alarm and no delivery alarm on insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.